Event description:
It was reported that before the procedure, this device had low energy. The procedure was completed with different device. There were no patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, it was serviced by the field service engineer (fse) at the customer's site. All functions of the equipment tested normal. The fse recommended that the protective endoscope and fiber optic cable be tested before the procedure. The device history record (DHR) was reviewed and stated that the device was installed on 12/1/2018 and this event occurred over 6 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was performed for the vpps and confirmed that the event of device - case saver mode is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that before the procedure, this device had low energy. The procedure was completed with different device. There were no patient complications.